Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending artery. The versaturn guide wire was advanced into the anatomy and a balloon catheter was advanced over the wire however it became stuck. The guide wire and balloon catheter were removed together. Another guide wire was used with the same balloon catheter to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilatation catheter encountered resistance during removal over the guide wire, contributing to a coil break. Analysis of the returned device confirmed the break at the proximal coil solder. The coils in the area were stretched distally. This suggests an interaction between the wire and catheter at this location. In this case, it is possible that the wire and catheter were not coaxially aligned during advancement, resulting in coils damage / break. Damage to the coils would impact clearance with the catheter with the catheter, contributing to resistance during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was provided. The tip coils broke during use. No additional information was provided.